Manufacturer narrative:
(B)(4). Concomitant medical products: item# us157848, m2a-magnum pf cup 48odx42id, lot# 798190; item# 139252, m2a-magnum 42-50mm tpr insrt-6, lot# 186580; item# 103200, taperloc por fmrl 5.0x130, lot# 697660. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08593.

Event description:
It was reported that patient underwent total hip arthroplasty approximately 12 years ago. Patient underwent revision 10 years post implantation due to patient complaint of metallosis, tissue death, bone damage, lack of mobility, inflammation, metal poisoning. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: MRI positive and cobalt chromium both elevated cobalt level 139.2 & chromium level 133.8 tissue stained dark grey, and avascular was noted to some of the tissue revision records: surgeon notes large osteolysis, and soft tissue damage as well as acetabular fractures prior to revision. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was received and evaluated against the complaint. The mod head was returned with the tapered adapter still assembled with it. The taper adapter has several surface scratches but no residue along the inside taper surface. The polished outer surface of the mod head has an area of hazing and scratches throughout. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.